Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported during a total left hip arthroplasty, the head trial disassociated from the trial stem and became lodged in pelvis. Subsequent attempts to retrieve the trial pushed it further into the cavity, causing it to become lost. The trial head remains in the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR could not be reviewed since lot number is unknown. Review of the complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.